Event description:
Stapler with blue load used, paused multiple times for tissue compression, did not fire completely, blade still in middle of staple load. Stapler reloaded with green load, same result. Tried a third time with second green load and did not complete staple fire. Tissue didn't feel thick to not complete fire with green load. Stapler changed out 3rd green load (4th staple attempt) fired completely. Leak test completed with no noted staple line leak or injury to tissue at this time. Initial stapler with initial 3 staple loads removed from field and given to supply coordinator. Slm aware blue load staple sureform 60 blue ref 48360b, lot k11260212, exp 02/28/2029. Green load staple surform 60 green ref 48360g, lot k11250320, exp 03/30/2028.